Event description:
T was reported the patient had his scs ipg replaced because the ipg was end of life due to patient using high tonic settings. Surgical intervention took place on (B)(6) 2024, where the ipg was replaced, and stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.